Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently resume pump alarms were received when insulin deliveries had not been stopped. Additionally, it was reported that intermittently the pump history was missing data despite being in use. Tandem technical support verified in pump history that data was being logged, however, customer maintained that the history was missing data. Customer's blood glucose level was 80 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.